Manufacturer narrative:
Per caller, "the left brake is not holding, stated the left handle seems to also be longer than that right, she is not aware how it happened but noticed while visiting mother, not in use." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per caller, "the left brake is not holding, stated the left handle seems to also be longer than that right, she is not aware how it happened but noticed while visiting mother, not in use."